Event description:
A lesion in the distal right coronary artery was pre-dilated with a 2.5mm by 15mm ptca balloon. Another s7 stent was inserted into the vessel and the stent was deployed in the mid-right coronary artery. It was noted that the distal end of the previously deployed stent needed another stent implanted. Therefore, a 3.0mm diameter by 18mm length s7 stent delivery system was inserted into the coronary artery. Consequently, the stent dislodged from the delivery balloon when it caught on the distal end of the previously deployed stent. The stent was then pushed distally with a ptca balloon and left in the posterior descending artery. There was no further treatment reported. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to the event. The instructions for use were not performed for 1:1 pre-dilatation of the lesion and for advancing the stent delivery system distally through an existing proximal stent.